Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 202: patient parameters corrupt) was confirmed. Upon investigation the monitor displayed a service code 202. The cause for the service code 202 was a low-voltage back-up battery which caused the monitor to shut down and the patient parameters to become corrupted, preventing the monitor from completing detect and treat testing. The root cause for the low-voltage back-up battery was aging of the battery. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's was experiencing service code 202: corrupt patient parameters.